Manufacturer narrative:
The device subject to this investigation was returned to the MFR for eval. It was confirmed that there was a breach to the sterile barrier of the device. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The labels for these devices have a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device; it was noted on receipt at the hospital. It was also reported that this device was not used on a pt and the sterile area was not compromised. It was further reported that there were no delays as a result of this event.